Event description:
The mother provided info regarding pt who was hospitalized with toxic shock syndrome. The pt became ill 2003 with a fever, rash, headache, stomach ache. They collapsed and was hospitalized for 4 nights in the ICU & as of 2003 they remained hospitalized. When they were admitted to the hospital, their blood pressure was 65/30 and their fever was up to 104.6. The pt used tampax pearl super absorbency tampons lot 2325243042/29:40 for the first time in 2003. This was their first use of this particular tampon although they have been using other brands for approximately 1 1/2 years. They specifically requested this product based on advertising on the television. The packaging does have the toxic shock warning and a statement to use the lowest absorbency necessary. The package contained 18 tampons. The pt used them for 4 days, they used 13 tampons during that time. Info obtained from procot & gamble, regulatory affairs manager femcare products, indicates the pearl tampons were first test marketed in one city from 2/02 until national distribution started 9/02. The pearl tampons are hand made at the prototype development center, address under responsible firm. A 510(k) was submitted for this tampon. It differs from their other products in that it is chevron shaped rather than rectangular. The core is cotton and rayon as are their other products. There is an over wrap (material not provided) that is placed laterally and covers the lateral sides of the device but not the top or bottom. The cord is different from their other products in that it has a absorbent rayon woven with the cotton near the connection to the device.